Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2010 and performed to specification up to and including the final history log entry. During this time one manual power up of 10 minute duration was recorded. Investigation found the device performed to specification. There was insufficient evidence in the history log or during testing at heartsine that would suggest the device was switching on automatically. It is assumed the customer returned the device in response to the field safety corrective action, despite not observing the fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.